Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis rupture. Concomitant medical products: mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3506004bc, lot #6948259. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 600cc gel breast prosthesis that ruptured after implantation. The patient reported that her left breast prosthesis was leaking. The leaking was confirmed by both MRI and by a doctor¿s examination. As a result, the patient will undergo explantation on (B)(6)2020.

Manufacturer narrative:
On 19-may-2020, mentor received additional information about the event. The suspect medical device was discarded after implantation. On 28-may-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device was discarded. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the 6966186 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/06/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor also received additional information about the explantation surgery. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 595cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).